Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting.

Event description:
Our rep is reporting the following to us: during a shoulder procedure with the use of expressew, a portion of the tip of the needle broke off into the body; the fragment was retrieved. The surgeon loaded a second needle into the gun and dry fired it outside of the body and the tip of that needle broke off. The surgeon used another expressew gun to deploy another new needle successfully to complete the procedure without further issue or harm to the patient.

Manufacturer narrative:
The complaint device was received and evaluated. The device has telltales of having been used; however appears in the ready to use condition, no apparent damage or anomalies. The expressew gun was loaded with a new expressew needle and the needle was deployed 25 times; although the trigger mechanism of the gun became a little sticky as the test deployments moved on, it did not fail to actuate and the needle was not impacted; in other words all worked and the needle tip did not break. We cannot tell anything from this; cannot discern the underlying or root cause for the reported device¿s failure mode. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.